Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor removed the device from its original packaging, he observed that the distal part of angio-seal introducer was broken. The patient was in good condition. There was no patient injury/medical or surgical intervention. Additional information was received on 02june2020: the procedure performed for the patient prior to use of closure device was a percutaneous coronary intervention. The sheath size used was a 6fr. The broken component was the carrier tube assembly. Hemostasis was achieved by manual compression.